Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was reported to have pacing spikes but no pacing output seen after the physician turned on the radio frequency (rf) energy to a patient who just had an atrial flutter ablation. Boston scientific technical services (ts) discussed about the patient's device that has a defib detect circuit designed to protect its internal circuitry and was advised to reprogram the device in temp mode doo. This device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information from a field representative revealed no new information concerning this event. It is unknown how long the patient was without capture during the ablation procedure but there were no reports of patient symptoms or adverse patient effects during this event. The device continues to remain in service.